Event description:
It was reported that the patient had poor healing of a posterior wound during an examination on (B)(6). On (B)(6), it was stated that the wound was "not better, but worse" and it had barely approximated. On (B)(6), the incision was opened and the wound was washed before the edges were excised and reclosed. "Lab work", that same day, found "no growth", though the meaning of this was unclear. On (B)(6), the patient was prescribed 300 mg of clindamycin to be taken three times a day for ten days. It was noted that this event resulted in in-patient or prolonged hospitalization. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information was received. It was reported that, on (B)(6) the patient had fluid in his abdomen and lower extremities, but there were no further details.

Event description:
It was reported that the patient had recovered without sequel (B)(6) 2013. The pump incisions had healed without any sign of infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).